Manufacturer narrative:
The impella lp 5.0 pump has not been returned by the customer. If the pump is returned a failure analysis investigation will be underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) female caucasian had impella lp 5.0 pump inserted. On (B)(6) 2019, the patient had bleeding at multiple femoral sites including the groin, as a results prr - 29 with inr >2, fresh frozen plasma (ffp), vitamin k, platelets (plts), and 2 units of packed red blood cells (prbc) was administered.